Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level over 28 mg/dl. Customer feels ok to troubleshoot for low blood glucose reading. Customer current blood glucose reading was 125 mg/dl. Customer blood glucose reading at the time of the incident was 28 mg/dl. Customer used cheese, peanut butter and bread for treatment. Customer did not mention if they contact their healthcare provider for their low blood glucose reading. Infusion set was changed on (B)(6) 2017 but customer did not mention how often they changed their set. Customer did not mention drive support condition. Customer did not check for any air bubbles or leak. There was no indication that the insulin pump over delivered insulin. Customer reports was not worn during a medical procedure/test around magnetic fields. Products will not be returning for analysis.